Event description:
Patient undergoing stage iii embolization of left frontal avm, arterio-venous malformation. The microcatheter was placed from the femoral artery up into the head in the avm. During the gluing process, the microcatheter became adhered into the avm and was unable to be removed. The microcatheter was cut so that 3/4 of the microcatheter was in the patient's arterial system. The remaining portion will be removed at a later time following discharge from this admission. In previous maude reports the manufacturer warns to not allow more than 1 cm of onyx to reflux back over catheter tip. Reportedly, less then the recommended amount of onyx was used in the procedure.